Event description:
It was reported to st. Jude medical that, the lead was explanted due to infection.

Manufacturer narrative:
Evaluation summary: analysis found the returned lead to function within normal product specifications. A review of the sterilization information for this device indicated a normal sterilization cycle as confirmed by concomitant parametric controls.